Event description:
It was reported that the insulin cartridge was leaking inside the cartridge compartment of the infusion device on two occasions. No adverse event was reported. The insulin cartridges were requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.